Event description:
It was reported by the rep that the (3) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that all 3 clip appliers misfired. The clips jammed and fell off of the vessels, resulting in some bleeding. The surgon pulled a fourth device and completed the case with no consequence to the pt.